Event description:
It was reported that the user experienced an unexpected hypoglycemic event with a measured blood glucose of 23 mg/dl, remained awake and coherent, ingested orange juice and a small amount of graham crackers, and vomited during the event, with no reported alerts or alarms and plans to resume use of a tandem system. Symptoms included hypoglycemia with associated nausea and vomiting. Outcomes included transient illness with no reported injury, no emergency treatment, and no hospitalization. Troubleshooting and education were completed. Investigation included a review of device use and user-reported history. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of hypoglycemia was unclear and not attributable to a confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.